Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was hospitalized due to signs of heart failure. Perforation of the right ventricular (rv) lead was suspected as there was pericardial fluid visible on x-ray. The system was tested and all measurements were appropriate. As a result, the physician elected to continue to monitor the patient appropriately. No additional adverse patient effects were reported.